Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint. -litigation papers allege that corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. It is further alleged that the patient has experienced severe pain and discomfort and inflammation in his left thigh and hip area, as well as his groin. Patient has experienced episodes of a grinding and popping sensation in his left hip. Doi: (B)(6) 2009 - dor: none reported (left hip). (B)(6). **update: (B)(4) 2013 - additional litigation papers received. Invoice has been located and part and lot information updated.

Manufacturer narrative:
(B)(4).

Event description:
There is no new allegation. Added law firm, lawyer, cup and expiration dates on impacted products. Corrected manufactured date on impacted products. Doi: (B)(6) 2009 - dor: not reported (left hip).